Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 10 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the clinic on (B)(6) 2017 due to separated silicone from the metal distal end. Upon interrogation of the lvad system, the healthcare providers observed a pump stoppage in the system controller history file. No alarms could be reproduced by the healthcare providers while the system controller was connected to the power module and it was decided at the time that the patient only needed a clamshell repair. A clamshell repair was planned for (B)(6) 2017; however, numerous pump stoppages occurred. Switching over to external batteries did not resolve the pump stoppages. Additionally, the system controller had reverted to backup mode operation and the yellow wrench symbol remained illuminated with a controller fault message displayed and only one green arrow on the pump running symbol. An attempt was made to connect the system controller to the power module via an ungrounded patient cable; however, no pump parameters were displayed on the system monitor screen. Submitted x-ray images of the distal metal end of the driveline showed some thinning in the shielding in that area. The rest of the images highlighting the driveline from internal to external were unremarkable. On (B)(6) 2017, the technical services representatives performed a percutaneous lead (driveline) replacement. It was reported that the patient had remained asymptomatic during the duration of this event and was discharged. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned portion of the driveline confirmed an issue that would have contributed to the reported pump stoppages. The submitted system controller log file contained approximately 16 days of events, recorded from (B)(6) 2017. The information captured on (B)(6) 2017 at 09:23 revealed a speed interruption to 0 rpm accompanied by a motor stopped alarm. The associated voltage levels indicated that the event occurred when the black power cable was connected to a 14v battery and the white power cable was disconnected. A distal end driveline replacement was performed on (B)(6) 2017 and approximately 19.5 inches of the external portion/distal end of the driveline was returned for evaluation. Visual inspection revealed that the outer silicone sleeve was separated from the metal connector and there was a small slice/cut at the connector exposing the clear bionate. The driveline was covered with rescue tape approximately 9 inches from the metal connector. The returned section of the driveline was tested for electrical continuity in the condition that it was received and a compromised/open green wire (phase 1) was confirmed. The silicone sleeve was removed and visual inspection revealed that the braided shield was disrupted near the metal connector. The clear bionate and the braided shield were removed and visual inspection of the inner wires revealed a damaged/severed green wire at the metal connector. The green wire conductors were exposed and fractured. Further evaluation revealed kinked/deformed wires approximately 3-3.5 inches from the metal connector. Visual inspection of the wires revealed breaches in the black and brown wires insulation. The distal end of the driveline was submerged in a saline bath for insulation resistance testing (ir) to check the resistance of each wire's insulation. The test indicated a current leakage (electrical short) between the brown, black and green wires. The brown and black wires represent phase 2 and green wire represents phase 1. In conclusion, the evaluation of the returned portion of the driveline revealed a damaged/fractured green wire (phase 1) and a compromised insulation of brown and black wires (phase 2). If the exposed conductors of either the compromised wires contacted the braided shield while operating on a tethered power source (such as the power module), the resulting short to ground would have caused the reported interruption in pump function. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of the two compromised wires made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or battery power. The observed damaged was consistent with the atypical events recorded in the provided log file and the log file retrieved from the returned system controller. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4).

Event description:
Information from user facility report (B)(4): describe the event or problem: patient called from home reporting damage to white silica but denied any alarms. When brought to clinic the following day, pump stops noted. Abbott rep notified, xrays taken and plan for clam shell repair three days later. In the morning, rn noted several red heart alarms with pump stops and driveline became unstable and then went in to back up mode and we could no longer gather any data from controller and it went into low speed. Patient had to be put on inotropes and emergency driveline repair was completed and report showed several damaged wires in the driveline. This should be reported to FDA, there was almost a complete device failure that could have resulted in death. Company said they have never seen this type of controller go in backup mode.